Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (component codes, health effect - impact codes), h10, h11 corrected fields: d4 (model#, unique identifier (UDI)#), h3, h6 (health effect - clinical code), type of investigation, investigation findings, investigation conclusions). Testing of actual/suspected device (10/102): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the video received board and cable which resolved the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) display was flickering. The iabp was replaced. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6, h10. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. H3 other text : not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) display was flickering. The iabp was replaced. No patient harm, serious injury or adverse event was reported.